Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 350 mg/dl with polydypsia associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there were recent changes made to the patient¿s basal rate by their healthcare provider. During troubleshooting with customer technical support (cts), it was revealed that the basal totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 03/10/2015-device evaluation: the pump has been returned and evaluated by product analysis on 02/20/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed an unexplained loss of prime warning, after which delivery was halted. Two manual suspend and resume functions were also noted in the black box data. During testing, the pump was exercised for 24 hours with no errors, alarms, or warnings observed. Ezbg and ezcarb bolus calculations were accurately performed on the pump. The recorded total daily dose values correctly reflect the programmed basal settings. A delivery accuracy test was performed and passed. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.